Event description:
Caller reported a cartridge alarm 20 that occurred during the load process and had experienced cartridge alarms with consecutive cartridges before. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support educated the caller on the correct procedure during the load process and arranged to replace the pump. The customer agreed to switch to a backup insulin pump while a new replacement pump, covered under warranty, was sent to them. The caller received guidance on returning the old pump and acknowledged the necessary pre-replacement steps. Tracking information for the replacement was also provided, and the customer confirmed receipt and understanding of the information.